Event description:
It was reported that the lead had migrated. The patient underwent lead pull.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.